Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "makes her a bit depressed." This is not device related. Healthcare professional also reported "concerned about areas of fat necrosis. They are in the area the recurrent tumor was found", and "there are several palpable masses just superior to left breast scar." Device has been explanted and discarded.